Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on interface board. Unable to perform idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify unexpected restart alarm due to blank display. The insulin pump was received with cracked display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked belt clip slot and missing end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. After troubleshooting, the blank display remained. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being returned for analysis.